Event description:
An insyte autoguard catheter broke off in the patient's hand and required surgery to remove the distal tip.

Manufacturer narrative:
Received one used unit on 03/17/2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 03/25/2008.